Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. Analysis was unable to verify battery out limit alarm due to blank display. The insulin pump had scratched display window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 6 mmol/l at the time of incident. The customer's blood glucose was 18 mmol/l at the time of call. The customer stated that the display came on and they received a battery out limit alarm after inserting a new battery. The customer stated that the batteries were out greater than duration allowed by the insulin pump. The customer also mentioned that there were cracks on the battery compartment. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.